Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that stimulation was in their buttocks region and that is not where they are supposed to be. They met with their hcp who bumped it down a little bit and it was better, but last week it started again when the button on their pants rubbed on the implant. Patient services assisted the patient with decreasing stimulation. Patient to follow up with their hcp. The patient's pid had the incorrect birthdate. It was corrected and a new pid sent. No further device issue alleged / identified. No further patient symptoms or complications were reported.